Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) popped when inflated. The balloon lost pressure during patient use. Hemostasis with another unknown mynx device. The patient was not hospitalized or the patient's hospitalization extended as a result of the event. There was no reported patient injury. A 7f non-cordis sheath was used. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage to the sheath after removal. There was no visible damage in the distal end of the sheath after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The device was opened in sterile field and stored per labeling. The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
-After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) popped when inflated. The balloon lost pressure during patient use. Hemostasis with another unknown mynx device. The patient was not hospitalized or the patient's hospitalization extended as a result of the event. There was no reported patient injury. A 7f non-cordis sheath was used. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage to the sheath after removal. There was no visible damage in the distal end of the sheath after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The device was opened in sterile field and stored per labeling. The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with stopcock closed. The sealant remained in the manufacturing position, exposed to blood. The syringe and the procedure sheath were not returned with the device. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿balloon loss of pressure-in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The product analysis and the information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.